Event description:
It was reported to nova biomedical that a consumer received high readings on their nova max meter. Not believing these results, the consumer tested on another brand's meter getting a considerably lower reading. The consumer stated they trusted this result yet administered insulin and experienced a hypoglycemic even requiring medical intervention. During the call to customer support, it was revealed that the consumer used expired test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.